Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient stated that she did not hear low alert and went into a diabetic seizure. The patient called and had ambulance come pick her up. The paramedics administered glucagon. When the patient arrived at emergency room she was given an IV with glucose and food. At the time of contact, the patient was doing well. Additionally, the patient tested the receiver's high alert and it sounded. No further event information was provided. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and found no observations related to the customer complaint. Data was downloaded from the receiver and reviewed, this resulted in no failures related to customer complaint. A global receiver functional test was performed on the receiver and it resulted in no failures related to customer complaint. The reported fault of intermittent audio output could not be reproduced. The complaint of intermittent audio output could not be confirmed. The root cause could not be determined.